Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the tip of the lock sleeve driver broke while removing the screw in a routine removal of hardware. No fragment remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional info: product analysis: the center shaft was not returned on either driver. The pin that connects the center shaft to the retaining ring has been sheared. The threads at the tip of the outer shaft are damaged. This observations are consistent with a failure do to torsional overload. If information is provided in the future, a supplemental report will be issued.